Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: pul456837h the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device met 70% of the expected longevity. Concomitant product: 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the device experienced an unexpected and short battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.